Manufacturer narrative:
Note: product reference (B)(4) is not cleared for sales in the USA, but it is similar to the product reference cleared under #510k130576. The complaint concerns 1 unit of celsite st205 sm set sil 6,5f IV reference (B)(4) from batch 9551198. Device history record batch record file number 9551198 was reviewed: the batch was manufactured within the specifications and no discrepancy was observed during inspection steps. No other complaint was reported on the 199 units from this batch released in (B)(6) 2025. Summary of investigation no sample and no form "request for information - access port incident " were returned for evaluation. We received a copy of an x-ray picture. - x-ray picture review: a dark stain is visible on the image. We can suspect that a contrast product leak happened. However, the quality of the image does not allow us to clearly see the access port housing or catheter and so where the leakage occurred. In consequence, we cannot determine precisely what element is leaking and to determine the root cause of the extravasation described by the end customer. - raw material historical review: the batch records of the catheters, of the connection rings and of the access ports housing included in the impacted device kit were verified. They were produced according to the defined specifications, and no related discrepancy was observed during inspections steps. All raw materials used for the manufacturing of these elements were also compliant. Functional tests on the raw materials were performed at receipt, especially resistance test of the connection access port housing/catheter and burst tests on catheter's tube: the results of those tests were all compliant. -manufacturing process review: visual inspections and dimensional controls are performed during our manufacturing process. Nothing in our manufacturing process could explain the met incident. - complaints database review: the complaint database was verified: no increasing trend for this type of incident has been highlighted. Root cause without the complaint sample and readable x-ray pictures (taken just after implantation and just after incident detection), no thorough investigation is possible, and we cannot conclude on the real cause of the incident that occurred only one week after implantation. However, regarding the elements received, it is not very likely that our device was responsible for the extravasation met by the end customer which then led to tissue inflammation and necrosis, because: - no inconvenience was met during the two chemotherapies respectively performed three days and four after implantation. - it was noticed by the medical staff that the device worked correctly, the reflux was good. An infection was also mentioned in the customer description. However, it is worth noting that medical staff have explicitly conclude that the septicemia is linked to initial patient's conditions (aplasia) and to the use of chemotherapy treatment. Those consequences are not imputable to our device. Conclusion without conclusive element for evaluation, it is not possible to determine the exact root cause of this extravasation occurred only 1 week after implantation. However, according to the elements mentioned above, this event seems to not be imputable to our device because of the elements indicated by the end customer and to our tests / inspections results. This type of incident is rare. In the future, if this incident occurs again, please retain the complaint sample and more readable x-ray pictures so that a complete investigation can be carried out. If those elements become available, the complaint will be reopened for further evaluation.

Event description:
"1. Detailed and objective chronology of the patient's management, specifying in particular: · date of port-a-cath (pac) insertion: (B)(6) 2025. · dates and modalities of chemotherapy sessions: - session 1: (B)(6) 2025. - session 2: (B)(6) 2025. No clinical signs reported - the patient's condition was already severely deteriorated and painful at the time of chemotherapy; she did not report any event during the infusion. Management for an aggressive lymphoma with a large tumor mass, renal impairment, and worsening general condition. - (B)(6): small-dose chemotherapy via peripheral vein. - (B)(6): rituximab (monoclonal antibody) no issues reported. - (B)(6): chemotherapy with cytotoxic agents doxorubicin and vincristine no issues reported; the physician questioned the nursing staff, who confirmed the absence of clinical signs expressed by the patient - (B)(6): no particular signs · date and circumstances of onset of local signs suggestive of extravasation: - (B)(6) 2025: first signs: reddish left breast and a wound below the pac possible issue involving the left breast nursing note on the morning of (B)(6): left breast + anxiety - (B)(6): wound + probable diffusion of glucose solution (probable sugar[?]based infusion); local care + infusion stopped - (B)(6): clinically stable, improvement of the wound with local care - (B)(6): left breast necrosis with possible extravasation the patient developed aplasia, sepsis related to chemotherapy and the underlying disease, metabolic disturbances, renal impairment, and subsequently died. Necrotic lesion documented on (B)(6). · time intervals between these events and the death: the patient died on (B)(6) 2025 at 14:10. 2. Precise clinical description of the adverse event, including: · elements leading to suspicion or confirmation of extravasation: not confirmed. Post-mortem pac opacification would be needed if nursing staff from (B)(6) are questioned. · clinical findings and/or examinations performed: photographs available; no x-ray performed. · medical decisions taken in relation to these findings: photographs in the file showing the reddish breast and the progression of the lesion to necrosis. Breast sample taken on (B)(6) + initiation of antibiotic therapy. Results on (B)(6): positive for pseudomonas aeruginosa. Extravasation of chemotherapy: diagnosis considered local care + antibiotics + palliative care. 3. Identification of the care procedures involved, such as: · placement and/or use of the device (pac) · administration of treatments · any material or organizational dysfunction identified at this stage implanted chamber: celsite st205 sm set sil 6.5f IV, used twice for chemotherapy sessions in the dedicated unit. No other treatments except antibiotic therapy. No device malfunction identified (pac not removed at the time of body release). Reflux test was satisfactory."